Manufacturer narrative:
The field service representative could not determine a cause. He checked and adjusted multiple parts of the analyzer. He replaced a printed circuit board and the measuring cells. He ran performance testing, calibration and qc which were all acceptable. The investigation determined the sample centrifugation time was too short and the speed was too high. The investigation did not identify a product problem. There was no indication for a performance issue of reagent or instrument. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionably high results for an unspecified number of patients tested with the elecsys troponin t stat assay on a cobas 6000 e 601 module (cobas 1). The reporter stated that results for these samples were around 0.04 ng/ml and these values were all reported outside of the laboratory where they were questioned. After the patient results were questioned, the reporter ran controls for the test and results were within range. There were no discrepancies for any other tests run on this analyzer. The reporter provided one example of an affected patient. This patient had two samples with discrepant results (samples 1 and 2). Sample 1 initially resulted with a troponin t value around 0.04 ng/ml on cobas 1. Sample 2 initially resulted with a troponin t value of < 0.01 ng/ml. Samples 1 and 2 were repeated, each resulting with a troponin t value of 0.05 ng/ml on cobas 1. The reporter stated that maintenance was performed on cobas 1. The reporter had an unspecified number of patient samples that initially recovered troponin t values of < 0.01 ng/ml on a second analyzer (cobas 2). The reporter believed the values from cobas 2 to be accurate. These samples were repeated on cobas 1 in order to check the analyzer. All of these samples recovered values of 0.04 to 0.06 ng/ml when repeated on cobas 1. The user mentioned that an unspecified number of samples with correct values of < 0.01 ng/ml on cobas 2 were repeated on a third e 601 analyzer at another facility, recovering values of < 0.01 ng/ml. The reporter provided data for 5 patient samples (samples 3-7). All values were measured on cobas 1 only and are as follows (it is not known if these samples were repeated on a different analyzer): sample 3 had values of 0.053 ng/ml accompanied by data flag, 0.051 ng/ml accompanied by data flag, 0.051 ng/ml accompanied by data flag, and 0.051 ng/ml accompanied by data flag. Sample 4 had values of 0.051 ng/ml accompanied by data flag and 0.052 ng/ml accompanied by data flag. Sample 5 had values of 0.051 ng/ml accompanied by data flag and 0.051 ng/ml accompanied by data flag. Sample 6 had a value of 0.042 ng/ml. Sample 7 had values of 0.066 ng/ml accompanied by data flag, and 0.066 ng/ml accompanied by data flag. The reporter later provided data for 16 additional samples (samples 8-23) collected from 9 patients and tested with troponin t on cobas 1 and cobas 2. Of this provided data, 6 samples had discrepant troponin t results. It was asked, but it is not known if this sample data is from any of the same patient samples provided above. The troponin t reagent lot number was 40966902, with an expiration date of 30-jun-2020.